Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not on bus due to loose connection of trays. The field service engineer reseated row board cable connector for that cubie tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 6 row b cubbies were not detected on bus and failed cubie tray. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient and slight impact to patient care. There were no adverse events or injuries reported based on this incident.